Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the implant listed above was press fit application. Prior to opening, it was shown to the circulating nurse and the inner carton was given to her to hand off out to the sterile field. Implant was press fitted on to the femur and surgery was complete. That evening it was learned that a cemented femur was used for a press fit application and revision surgery was advised. The next day a new component was cemented in place.